Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were unexplained pump reboot events observed in the black box. Corrosion was observed in the battery compartment. The battery compartment was cracked below the bumper pad and above the bumper pad. The pump was able to complete a 24 hour duration test with no power issues. The pump failed a leak test due to the battery compartment damage. There was moisture found on the internal components of the pump. Unrelated to these issues, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.